Event description:
It was reported that the patient presented in clinic and upon interrogation, the ventricular lead exhibited noise. The noise was not reproducible and it was noted that the patient had recent episodes of syncope. On (B)(6) 2015, the lead was explanted and replaced. Upon extraction, an insulation breach was observed on the lead. No adverse events occurred to the patient following the procedure.

Manufacturer narrative:
Analysis description: final analysis found insulation abrasion breaching the outer insulation at 11.7cm to 11.9cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This likely caused the reported complaint of noise.

Manufacturer narrative:
(B)(4).